Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event on (B)(6) 2025 where tape was not sticking since the patient was sweating a lot. Also, the patient had diabetic ketoacidosis(dka) and patient was in intensive care unit(ICU). No further information available.